Event description:
The customer reported to olympus, the gastrovideoscope bending section adhesive was peeled. The issue was found during preparation before use inspection for a diagnostic fine-needle aspiration (fna) procedure. The intended procedure was completed with the same set of equipment. There were no reports of delays. The device was returned for evaluation. During the device evaluation, it was found that the acoustic lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, adhesive on bending section cover was detached and had a crack, displayed ultrasound image was defective due to peeling of acoustic lens, grip had a scratch, protector of universal cord on control section side had a scratch, paint on air/water cylinder was peeled, objective lens had a scratch, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed peeling of the tip rubber (peeling off of the ultrasonic probe surface) could not be determined, however, the issue was likely due to impact stress during user handling/mishandling and or chemical stress during the device cleaning/reprocessing process. Olympus will continue to monitor field performance for this device.